Event description:
It was reported that the patient was programmed to a lower rate (lr) of 60 bpm (beats per minute), but telemetry indicated that the rate was around 40 bpm. It was found that the right ventricular (rv) lead was t-wave oversensing (twos) and the twos were causing the rate discrepancy between the lr device setting and telemetry. The rv lead was reprogrammed to eliminate the twos post pace. Now that the t-wave oversensing was eliminated the telemetry and the device lower rate setting were matching. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.